Event description:
The manufacturer received information alleging an external flow sensor failure occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's external flow sensor cable was replaced to address the issue.